Manufacturer narrative:
An outside the united states (ous) customer contacted the siemens customer care center (ccc) reporting the observation of elevated atellica im 1600 high-sensitivity troponin I (tnih), lot 074, results that were discordant compared to lower results obtained when the sample was tested with alternate methods. Qc was in range at the time the sample was run. The interpretation of results section of the atellica im tnih instructions for use (IFU) states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer obtained elevated atellica im 1600 high-sensitivity troponin I (tnih), lot 074, results on a serum sample from a male patient. The result was reported and questioned by the physician. The atellica im tnih results were considered discordant relative to the lower results obtained when the sample was tested with 3 different alternate methods. There are no allegations of patient intervention or adverse health consequences due to the elevated tnih results.

Manufacturer narrative:
Siemens filed MDR 1219913-2022-00441 initial report on 2022-12-16. Additional information - 2022-12-21: siemens concluded investigation for an outside of the us (ous) customer observation of elevated atellica im 1600 high-sensitivity troponin I (tnih), lot 074, results that were discordant compared to lower results obtained when the sample was tested with alternate methods. Siemens reviewed the available information to determine probable cause and evaluate for potential product issue. Quality control (qc) was in range at the time the sample was run and the patient sample results were reproducible: atellica im initial result 86 ng/l (99th% male serum = 53.53 ng/l), repeated (86.8 ng/l). This indicates a sample/patient specific incident. The specimen was tested with a second alternate method with a result of 13.6402 ng/l, which is below the reference interval for the method (male 20 ng/l) and with a third alternate method with a result that was low/normal. No sample was available to be sent to siemens for further investigation. The atellica im tnih method is a high sensitivity troponin I method compared to the first alternate method, which is a point of care conventional sensitivity troponin I method. Results from different methods are not interchangeable due to differences in assay specificity and sensitivity. There is no expectation that atellica im tnih and other troponin I assays will have similar results. The instructions for use states, "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." Based on the investigation, no product problem was identified. The customer is operational. In section h6, investigation finding and investigation conclusion codes were updated based on the investigation results.